Manufacturer narrative:
The complaint cannot be confirmed. One unpackaged ar-1317ft drive assembly, along with two guide wires, were returned for investigation. Visual inspection identified that that the nano corkscrew anchor associated with the drive assembly was not returned for investigation. As such, material and dimensional analysis of the reportedly broken anchor cannot be completed. No abnormalities were noted with the returned drive assembly and guide wires. No problem found.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that two anchors broke at the proximal end during the surgery when trying to insert them into the bone. The bone was prepared with a k-wire, although it broke two times just after a few turns. Finally, the hole was expanded using a k-wire with a greater diameter and the surgery was successfully completed with a third anchor of the same part number. No harm for patient, operator or third party reported. It was not necessary to switch the surgical technique or perform a second surgery.